Manufacturer narrative:
Approximate age of device - 2 years, 1 month.no further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Event description:
Additional information was received from the intermacs registry and medwatch stating: intra-op tee showed global akinesis with a large aortic valve thrombus. Pt placed on va-ECMO. Upon return to ICU, pt in pea with intermittent vt and vf. Despite multiple rounds of epi and aicd shocks, pt progressed to persistent asystole and passed away.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that after approximately 2 years on lvad support, the patient presented to an outside hospital with a non-st elevation myocardial infarction and was subsequently transferred to the implanting hospital. Two days later, on (B)(6) 2015, the patient experienced symptomatic bradycardia and the lvad was alarming for low flow and no estimated flow. An echocardiogram revealed a failed ramp study and a clot was noted on the aortic valve resulting in no blood flow to the systemic circulation. A code blue was initiated and the patient was transferred to the cvicu. An attempt was made to initiate extracorporeal membrane oxygenation (ECMO) at the bedside; however access could not be established. The patient was then taken to the operating room for veno-arterial ECMO placement. Post-surgery, the patient was in ventricular tachycardia, followed by pulseless electrical activity and eventual asystole. No further measures were able to be initiated. The patient's family elected to stop further efforts at resuscitation and the patient expired.

Manufacturer narrative:
Additional information: the attached user facility report (B)(4) was received from the intermacs registry. Attached also is a user facility medwatch report received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4).